Manufacturer narrative:
(B)(4). D10: unknown cup, item unknown, lot unknown. Therapy date: on (B)(6) 2025. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a hip revision due to polyethylene wear. The patient previously underwent an initial hip arthroplasty on an unknown date. Subsequently, polyethylene wear was identified, and a revision procedure was performed. Attempts have been made and no further information has been provided.